Event description:
It was reported that when the device was used during a lower bowel resection, the device fired but did not release all the staples. Two staples remained intact inside the anvil. A leak test was performed and was negative. Anastomotic site was unreachable from above and below and could not be hand sutured. A loop ileostomy was performed and the patient was given pelvic and rectal drains. The patient had a postop fever for a few days. The surgeon was not sure if this was related to anastomosis. A CT with contrast was performed for precautionary measures. No signs of anastomotic leak. The patient's hospital stay was extended 2 weeks related to patient education of ileostomy. Patient is doing fine.